Manufacturer narrative:
Evaluation: hospital biomed evaluated the console and determined that the power switch was the source of the difficulty. The power switch was then replaced. Follow-up report will be filed when evaluation is completed.

Event description:
It was reported that the pump "turned off" by itself while on a patient. As a result, the pump was exchanged. Refer to 1219856-2006-00262. There were no reported patient complications.